Event description:
Pt's daughter, (B)(6), called pdc on (B)(6) 2013 to report medical intervention that occurred on (B)(6) 2013 around 7:00pm. (B)(6) reported finding pt unresponsive w/symptoms of low blood sugar (sweaty, cold, blank stare, etc). (B)(6) used pdc meter to check pt's blood sugar and received a reading of 94mg/dl. She called medics and their meter read 20mg/dl. Time between pdc and medic's reading was said to be 15 minutes. Pt was transported to the emergency room and their reading reported as 18mg/dl. Pt wa put on glucose drip, twice, and released 2 days later. Reading upon discharge was 98mg/dl. Per pt via phone call, last meter readings are: 7-day avg 134mg/dl, 14-day avg 129mg/dl, 28-day avg 128mg/dl, (B)(6) 2013 at 10:23am 129mg/dl, (B)(6) 2013 at 9:28am 179mg/dl, (B)(6) 2013 at 6:18am 126mg/dl, (B)(6) 2013 at 6:18 128mg/dl, (B)(6) 2013 at 5:45 110mg/dl. Dr recommends 97-120mg/dl. Pdc sent replacement meter and prepaid envelope for return of reported products.